Manufacturer narrative:
Product event summary: manufacturer¿s analysis found that the red cable from the liquid crystal display (lcd) of the external pulse generator (epg) was pinched, and the cable inside was visible. It was also noted that the insulation lcd wire was compromised, the backside hanger was broken, and the epg was sticky. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.